Manufacturer narrative:
Pump was received with a scratched case. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unable to verify the original battery stuck in the reservoir compartment due to pump was received without the original battery. Pump was monitored with a test reservoir and the test reservoir removes properly from the reservoir compartment noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl, at the time of incidence. Customer's current blood glucose level was 180 mg/dl. Customer was treated with the food and with the glucose tablet for low blood glucose level. Customer reported that the battery compartment was damaged and they were not able to remove the battery as it was stucked. Customer reported that they received changed sensor alert. It was unknown whether the customer was using auto mode at the time of reported event. Customer was declined to continue the troubleshooting. The insulin pump will be returned for analysis.